Manufacturer narrative:
H3: one cadd administration set from (B)(6) was received in unused condition inside a plastic bag with its original sealed packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube in the sample received. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; no leaks were detected from the filter, the delamination joins nor the other solvent bonds. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported "leaking during infusion" issue could not be replicated. There was no fault found with the returned sample.

Event description:
Information was received indicating that the cadd administration set leaked at the filter during the infusion of chemotherapy. There was no reported injury or adverse events.